Event description:
It was reported via medwatch mw5109191 that device detachment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed from the patient, it got caught in another device and sheared off into separate pieces. No patient complications were reported.